Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Per customer, the device was discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.

Event description:
The customer reported that the patient arrived hypothermic, a temp sensing foley was placed. The foley was not draining and the nursing staff attempted to deflate the balloon and were not able to do so. Doctor was made aware and evaluated the patient, ultimately urology was called for a consult. Per urology, the brand covidien (ref (B)(4). ) that the hospital used as a replacement for the temp sensing kits is known for having occlusions in the tubing that goes to the balloon. The urology had to cut the temp sensor and remove it then place a guide wire through the foley to pop the balloon in order to remove the catheter. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.